Event description:
Philips received a complaint on the patient information center ix indicating that a customer expired while hooked up to a philips monitor and the customer wanted to retrieve an alarm while the patient was being monitored. The customer stated the patient had a code blue but alarm did not sound. The customer reported that the patient expired before being admitted, there was no visual inspection. There was no technical investigation as the log files could not be obtained due to the patient not being admitted. Based on the information available and that log files could not be obtained as the patient had not been admitted, the reported problem could not be confirmed. The clinical assessment verified there was no allegation the device caused or contributed to the noted event. There was no allegation of a product malfunction associated with this complaint. Although a patient death occurred, no philips product caused or contributed to the patient death. The engineer provided their analysis findings however we are unable to confirm the final disposition of the device because the customer did not provide a specific alarm or patient. He wanted to know in general know how to retrieve an alarm for a patient that was not admitted the investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that on the central monitor; the critical alert system is not working, they had a code blue but the alarm did not sound. The customer would like to know how to retrieve an alarm for a patient that was not admitted. A philips response service engineer (rse) spoke to the customer. According to the rse, the customer did not provide a specific alarm or patient. The customer wanted to know in general how to retrieve an alarm for a patient that was not admitted. The customer was advised that as long as patient is still being monitored on the same bed, previous alarms can be retrieved by going into the alarm review. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.